Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported, "rupture". This record is for the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed a broken assessed as surgical damage. No other observations observed, no further actions are required. Additional, changed, and/or corrected data: a5, d9, h3, h6.

Event description:
Healthcare professional reported right side "rupture." Device has been explanted.